Manufacturer narrative:
Additional information can be found in sections date rec¿d by MFR. Corrected data can be found in sections adverse event or product problem. On (B)(6) 2017, the intuitive surgical, inc. (Isi) clinical sales representative (csr) provide three photos of the monopolar curved scissors (msc) instrument involved with the reported event. The photos were evaluated by an isi failure analysis (fa) engineer. The fa engineer noted that the broken pieces are from the proximal side of the mcs tube extension. This section of the tube extension is not covered by the mcs tip cover accessory. The likely cause of the instrument breakage is mishandling/misuse. The csr also indicated that the surgeon used the mcs instrument only for creating the peritoneal flap during the surgical procedure. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the location of the missing instrument fragment is unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA voluntary report mw5074397 with the following event description: towards completion of a robotic assisted bilateral inguinal hernia repair an unexpected piece of orange colored material was visualized in the pt's abdomen. Staff were able retrieve what appears to be the coating of the curved monopolar scissors; however, it appears that a fragment remains unaccounted for despite further flushing and searching. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the location of the missing instrument fragment is still unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient. In addition, the root cause of the customer reported failure mode is still unknown.

Manufacturer narrative:
The mcs instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. According to the initial reporter, the mcs instrument is currently being retained by the site's risk management department and will not be returned to isi at this time. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the location of the missing instrument fragment is unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, a fragment from the monopolar curved scissors (mcs) instrument allegedly broke off, fell inside the patient, and was not retrieved. The initial reporter indicated that towards the end of the surgical procedure, while the surgeon was sewing in mesh with a robotic needle driver instrument, the surgical staff noticed a foreign object in the surgical field. At that point, the mcs instrument had already been removed from the patient. The foreign object was retrieved by the surgical staff. According to the initial reporter, the surgical staff realized that the foreign object was from the plastic ring area of the mcs instrument. After placing the instrument fragment against the mcs instrument, the initial reporter determined that there was still another piece missing. The surgeon explored and irrigated the surgical field inside the patient but could not find the missing piece. There were no intra-operative complications or instrument collisions during the case. In addition, there were no reported issues with the use of the mcs instrument during the surgical procedure. The case was completed robotically and no post-operative complications have been reported. On (B)(4) 2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgical procedure was not recorded on video. She confirmed that the information provided by the initial reporter was correct. However, after speaking to the initial reporter, the csr indicated that the missing fragment was actually from the tube extension of the mcs instrument. The csr estimated the missing instrument fragment to be about 1x1 mm in size. The mcs tip cover accessory appeared to have been installed correctly on the mcs instrument. There were no reports of any resistance with the removal of the mcs instrument through the cannula.